Event description:
An optometrist reported that a patient presented with blurry vision in the right eye approximately five months post lasik. The patient was noted to have an undercorrection in the right eye. The patient had a flap lift enhancement in the right eye with no complications. The patient was seen in follow up and the patients symptoms have resolved. The patient is using artificial tear drops as needed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to acceptance criteria. System history shows that the laser was verified successfully prior to and after the date of treatment. The logfile review for the date of treatment shows no abnormalities. All laser treatments were completed without error or warning messages on this day. No root cause could be identified as the system was operating within specifications. (B)(4).